Manufacturer narrative:
A4: unk. A5: unk. A6: unk. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.50 diopter, in the patients right eye (od), on (B)(6) 2024. The lens was explanted later that same day due to low vaulting and was replaced with a longer length lens. The problem was resolved. The cause of the event was unknown.